Event description:
The customer (physician) reported that during a routine echo per hospital therapeutic hypothermia (th) protocol, thrombus was noted in the inferior vena cava (ivc). (B)(6) male, weighing (B)(6), was hospitalized on (B)(6) 2013. The pt had experienced cardiac arrest with rosc and was hospitalized for th. The ivtm quattro catheter was inserted in the right femoral vein by a physician who has used zoll devices in approx 12 cases. Reportedly, the catheter was inserted smoothly in one attempt and was kept in the pt for approx 72 hours as per hospital protocol. There were no other temperature management procedures performed. At the start of ivtm therapy, the pt's temperature was approx 35 degree to 36 degree celsius. The target temperature was at 33 degree celsius and the issue was noted at 36.5 degree celsius (normothermia). The rate of warming was set at 0.25 degree celsius/hr. The system had been running in warming mode for approx 16 hours. There were no system alarms noticed during treatment. During the routine echo, a 5.3 cm thrombus was noted on the cooling catheter in the inferior vena cava. Blood coagulopathy results were not available prior to initiation of the ivtm therapy. The pt was on s/c unfractionated heparin. Reportedly, the pt was in a high risk category for dvt. The pt did not have a central venous catheter (cvc) placement prior to the zoll catheter. There was no intervention reported. As of (B)(6) 2013, the pt is still in the hospital.

Manufacturer narrative:
The product in complaint will not be returned to zoll circulation for physical investigation.